Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast pain and discomfort manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast reconstruction surgery with a 800cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively. The patient underwent bilateral explantation surgery on (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced bilateral pain and discomfort in addition to right side rupture. This medwatch report is for the patient¿s left-sided device.